Event description:
During an atrial fibrillation procedure, approximately 30 seconds after the sheath was inserted into the patient, a clot was seen on ice on the tip of the sheath. The physician aborted the procedure out of an abundance of caution. There were no adverse patient consequences. The patient had not been heparinized until transseptal access had been achieved.

Manufacturer narrative:
The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.